Event description:
It was reported that the patient experienced recurrent low blood glucose after dinner and at night while using the ilet bionic pancreas, including a documented value of 40 mg/dl and an episode lasting about one hour; the agent provided education on avoiding overtreatment of highs and lows and planned field team follow-up. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic signs. Outcomes included patient self-treatment with oral carbohydrates such as juice and glucose tablets, receipt of device low and urgent low alerts, and no need for medical assistance or hospitalization. Investigation included complaint intake, troubleshooting, and education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemic episodes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.